Manufacturer narrative:
Additional information: it was confirmed that when the flow divider was expanded, it was the contralateral limb of the main body bifurcate that came into contact with the reliant balloon causing it to burst and the endurant limb was not involved. Analysis summary: a leak was detected from the distal side of the balloon on attempted inflation. A partial radial tear was observed to the balloon. The balloon material was jagged and uneven along the tear indicating the material had been damaged prior to separation. The reported balloon burst was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used in conjunction with two endurant stent grafts in the endovascular treatment of a 48 mm abdominal aortic aneurysm. It was reported that during the index procedure, during the touch-up of the main body and contralateral limb that the balloon burst. A new reliant balloon was used instead and the procedure completed successfully. As per the physician the cause of the event was that when the balloon was being inflated it came into contact with a part of the stentgraft and ruptured as a result. No additional clinical sequelae were provided and the patient is fine.